Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2017-01874. The hospital discarded the device.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (acom) using penumbra smart coils (smart coils) and a penumbra smart coil detachment handle (handle). During the procedure, the physician experienced difficulty detaching a smart coil using the handle, however was able to detach the smart coil on the second attempt. The procedure was then completed using the same handle. There was no report of an adverse effect to the patient.